Manufacturer narrative:
The field service engineer (fse) performed preventative maintenance and inspected and adjusted the main pump pressure, cell rinse levels, solenoid valve vacuum path, and the sample probe rinse station. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot number is 882312. The expiration date was not provided. The qc recovery data provided was within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 48.5 mg/dl. The repeat result was 91.1 mg/dl.